Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The device also had a cracked reservoir tube lip and cracked display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's screen had a big black spot and when being at the sensor status screen, they could only see half of the display. It was stated that the display anomaly occurred after the customer was playing hokey. The blood glucose at the time of the incident was unknown. The device was returned for analysis.